Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020- (B)(4)2021. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor was given incorrect intraocular lens (iol) which he inserted into patient's eye. Once he discovered it was the incorrect iol, explant of iol was planned. Additional information received confirmed that the surgeon was handed a monofocal lens when he was supposed to be given a multifocal lens. The lens then was explanted on a different date and replaced with zcb00 sn (B)(4), nevertheless the contact person does not know other information surrounding the explant. No further information is available.